Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that issue with the x-ray tube. Upon functional testing, fse found that the xsc unit was defective. Fse replaced xsc unit and checked the system. After the checks were made on the device, fse found that the malfunction was caused by the x-ray tube. The fse replaced x-ray tube. After replacement of the x-ray tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that during a procedure, the allura system's tube had a failure issue. The device was in clinical use at the time of the reported event. No harm to patient or user was reported. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.